Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's blower assembly and system board were replaced to address the issue. The device was tested and passed all final testing.